Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 470 mg/dl. The customer treated with a shot. The customer also had blood glucose reading of 489 mg/dl. The customer found out about her high readings at age (B)(6). The customer stated that her cannula was bent. The customer was advised that high blood glucose readings are often caused by set issues. The customer was advised of the two high blood glucose rules. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.